Event description:
The patient's capsule broke. The doctor enlarged the incision to remove and replace the lens with smaller diopter lens.

Manufacturer narrative:
See MDR 1920664-2008-00052 for the delivery device used with this intraocular lens.